Event description:
It was reported that the device received an error code 571.6241. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the cable. Cable j3 to the power board was loose, cable was reseated properly. A leak down test and co2 calibration test were performed and the device passed. A review of the device history record for (B)(6) was performed from date of manufacture 11/30/2018 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue was due to the cable was loose.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an error code 571.6241. There was no patient involvement.